Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed ''low drive gas pressure' was displayed when turning on the power. The unit could not do mechanical ventilation. There was no report of patient injury.